Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, a cartridge change was performed to resolve the issue. Customer's blood glucose (bg) level was low, however a specific bg value was not provided. Reportedly, the customer declined to provide additional information.